Event description:
It was reported that "probe did not work, no "beedle" heard upon touching tissue." There was no patient injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been returned; analysis is pending. No testing methods performed. Results pending completion of evaluation.

Manufacturer narrative:
The device was returned and analyzed by the quality engineering team. Received one (1) sample without the original product pouch/box. A label was found on the transparent bag identifying product as 8225103 - prass slim monopolar stimulator probe from lot# 0207225006. No obvious bio-residue was present on the device to indicate customer use. However, since the product was found out of its original packaging, customer use/handling is assumed. Equipment used: fluke 21 multimeter, asset #1153-j, cal due date july 2014, nim neuro 3.0 interface, ref# 8253402 and ref# 8253410 and nim 3.0 stimulator ref# 8253600. Observations: as per manufacturing drawing 65g1086-1 rev. E item# 4 it is indicated that the probe shall exhibit continuity with an end to end resistance of less than 2 ohms. Resistance readings were attempted with a fluke 21 multimeter but no resistance reading could be taken due to the tip of the probe being too small. The handle assembly was tested with another probe and functioned without any issues, indicating no issues with the handle assembly. Additionally, a functional test was performed using the nim neuro 3.0 interface, ref# 8253402 and ref# 8253410 and nim 3.0 stimulator ref# 8253600 which revealed that the probe did not function as no event tones or readings were observed on the nim. The probe was tested with another good handle assembly and still failed to function as intended. The tip of the probe was observed under magnification and it appeared that there may have been minor excessive outer coating at the tip which prevented the tip to make proper contact and led to its malfunction. Based on the analysis, the complaint is confirmed for probe not working properly. (B)(4).